Event description:
It was reported this balloon ruptured in several pieces during a superficial femoral artery angioplasty procedure of a 90% stenosed, calcified and concentric lesion. Some of the balloon material fragments were successfully retrieved utilizing a biopsy probe and basket. However, one of the fragmens migrated distally and embolized in the patient's vessel causing total occlusion of the artery. The pt underwent surgical retrieval of the fragment. The pt was satisfactory following the surgical procedure. No further details regarding the circumstances surrounding this event are available. The device is not available for evaluation. Therefore, no failure analysis will be performed. It was indicated the lesion was calcified which may have contributed to this event. However, without evaluating the device, the co is unable to determine the exact cause of this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."